Event description:
Hcp confirmed that the patient presented with symptoms of headache, vomitting and was awake during the night making family life difficult at home. Hcp checked the catheter. The first films that were done looked ok. Hcp observed fluid collection around pump. A binder was used with really no improvement. Films were done again in 2002 and at that time the film showed the catheter torn off at the connection to the pump. Since the pump was replaced the patient is "doing great". Hcp stated that they noticed a difference by the next day. During the last visits the family member's state that everything was going well at home.